Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. During post-operative follow up, a type iii fabric or type IV endoleak was identified. The physician performed an intervention where other manufacturer¿s limbs were implanted in order to extend all the way into the main body. Per the physician, the cause of the potential type iii endoleak cannot be determined but might be due to suture hole. No additional clinical sequelae were reported and the patient is doing fine. Film review analysis: review of angio images during an intervention 2 weeks post-implant revealed that an endurant stent graft system was positioned with the bifurcate just below the renals. The infrarenal neck was angulated 65deg rt-lt relative to the flow divider centerline. The ipsi limb was positioned into the left common iliac artery and the contra limb into the right common iliac. With the contra limb ballooned across the gate (occluding the contra limb), angio injection just above the flow divider showed no contrast outside the stent graft. However, when ballooning and occluding the ipsi limb beginning at the flow divider, contrast was seen coming from approximately 1cm below the level of the flow divider. Another MFR's limb was then seen implanted in the contra limb across the gate beginning from the flow divider. Angio injection after occluding the ipsi limb at the flow divider showed contrast outside the stent graft just below the flow divider. Bilateral stent grafts from another mfg were then implanted simultaneously within both the ipsi and contra limbs, beginning approximately 2cm above the flow divider. Both limbs were ballooned in kissing balloon fashion. Final angio while ballooning and occluding the ipsi limb at the flow divider did not show contrast, with likely resolution of the previously seen endoleak. The cause and type of the endoleak could not be confirmed. This may be a type iii fabric from near the location of the flow divider, but cannot rule out a type IV fabric.